Event description:
Event description boston scientific received information that during a change out of a device for normal depletion, this transvenous ventricular lead displayed a painless impedance measurement of 62 ohms. When defibrillation testing with a 31 joule shock was done the impedance was 26 ohms. The local boston scientific representative was concerned about wide variance in the impedance measurements. Two weeks later the patient received an inappropriate shock. During an invasive procedure it was discovered the ventricular lead was fractured proximal to the lead yoke. The lead was surgically abandoned, and the device was explanted. A new system was implanted.